Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-system implant, the patient developed an infection. The system (pacemaker and leads) was removed on (B)(6) 2019. The patient was recovering post-procedure. Related manufacturer reference number: 2017865-2019-09280.